Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient weight not available from the site. Device manufacturing date is unavailable. Onsite investigation was preformed and the navigation system's surgeon monitor cable was suspected to have caused the reported event. Replacement of the cable did not resolved the issue, however, the issue was resolved when the field representative re-seated the 28v connection on the low voltage power supply. No further issues were reported following that fix. Analysis of the returned cable could not confirm any failure as it operated within specs and passed all testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon monitor went black. After rebooting they were able to establish video feed. The issue reoccurred later on during the case and again they rebooted to reestablish feed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.